Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and multiple sequential hardware low level alarms caused by the two wire interface hardware failure, fault isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and open book image. Customer stated that there was alarm displayed before open book image was displayed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.